Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
It was reported that patient had the lead replaced during a revision procedure (MFR report number: 3006630150-2020-00173) as physician was unsure if it was damaged. The patient was reportedly doing well postoperatively.